Manufacturer narrative:
A review of the lot history record could not be performed as the lot number was not reported. The device was discarded and is not available for evaluation.

Event description:
Device malfunction: stent dislodged. Time of symptoms/ae: during the procedure. Symptoms/ae: none. It was reported that during an attempted renal stenting of a highly calcified lesion, the herculink was advanced to the target lesion where the balloon did not inflate. It was reported that the stent came off the balloon but remained on the guidewire. The physician gained access through the opposite groin area and was able to retrieve the stent using a snare. It was reported that the balloon did not rupture and there was no hole observed in the balloon. The device was discarded. There was no reported patient consequence and no additional information available.